Manufacturer narrative:
The clinical analyst reviewed tis file and stated the following: ¿the customer reported ¿diminished vision.¿ additional information received from the surgeon indicated it was too early to tell if the event is actually a complication from surgery. No further information has been received. Indocyanine green (icg) selectively stains the internal limiting membrane (ilm) of the retina, and helps to visualize and remove the membrane from the retina. Toxicity and damage to the retina has been reported in studies following macular surgery. Toxic effects can occur to retinal glial cells, to the nerve fiber layer, to retinal ganglion cells, and to the optic nerve. In case of subretinal application, the retinal pigment epithelium can be affected. The mechanisms of toxicity are unclear. Whether the dye itself or some preparations only are causing harm to the retina is subject of an ongoing debate. Icg changes the light absorption properties of the ilm and enhances the stiffness of the membrane, probably by crosslinking of collagen fibers. This effect is responsible for the ease of membrane removal compared to unaided ilm peeling with better visualization. Whether a phototoxic effect plays a clinically significant role in macular surgery has neither been proven nor ruled out yet. Icg at concentrations higher than 1.25% or application of the dye in air are very likely causing retinal damage. In addition, lower concentrations also carry the risk of iatrogenic damage, depending on the final concentration of potentially toxic substances at the vitreomacular interface and on other mechanisms. Modifications in technique have primarily focused on efforts to reduce the potential toxicity of icg. These modifications have included variations in the icg concentration, limiting the staining time, and reduction of light intensity and exposure time. Protecting the hole with a viscoelastic substance to keep the bare retinal pigment epithelium from being exposed to the icg solution also has been reported. The exact mechanism for the potential toxicity is not known. Possible mechanisms include a direct toxic effect of icg to the retinal pigment epithelium (rpe) cells and/or retina. In vitro studies have shown that exposure of icg to cultured human rpe cells results in dose and time dependent damage to cellular structure. Also, it has been shown that icg exposure results in alterations in cellular function in human rpe cell cultures. Another potential mechanism is enhanced phototoxicity. Although the use of icg improves visualization of the ilm and should reduce surgical time and time of light exposure, icg may reduce the "safe time" for light exposure, and therefore increase the potential for light toxicity. ¿ product evaluation no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient complained of diminished vision after a membrane peel procedure. Additional information has been requested but none has been received. This is the second of two reports for this facility.